Event description:
It is reported that the patient was being implanted with a right femoral nail in 2007. During surgery, the end cap would not engage into the nail. The doctor opened up a second cap and it also would not engage into the nail. They then threaded the bolt back onto the nail to see if the nail was cross threaded. It threaded just fine. They still could not get the end cap to engage. The surgeon checked the position of the lag screw and it appeared to be correct. The surgeon then opened a neutral cap which worked just fine. The surgeon took the end caps to a sample nail and one was able to thread with some initial effort, but the other would not fully seat. Since the end caps would not fully engage, the surgery was delayed approx 45 mins.

Manufacturer narrative:
Eval summary- it is possible that the nail caps were threaded wrong when used the first time and the leading thread was damaged. Subsequent trials would have caused improper engagement. However, exact cause cannot be definitively determined. Both nail caps exhibit striated gouging along the shaft and deformation to the leading thread. Device history records indicate device manufactured to specification.